Event description:
Report received of an overdelivery. The pump was delivering 10mg of hydromoprhone 1mg/ml in the pca only mode, with a 0.1mg pca dose, a 6 minute pt lockout and no 4 hour limit was selected. It was reported that between 6:00pm in 2004 and 6:00am the following day, the pump display indicated 4.1ml was delivered. At the programmed pca dose of 0.1ml, this would indicate that 41 doses were delivered. The nurse stated that they reviewed the pump history to verify if 41 doses were delivered and reportedly found, "there were in excess of 300 unmet pt demands and approx 12 delivered doses given during that 12 hour period from what I can recall." The customer stated that the pt continued to complaint of pain and was treated with unspecified does of tordol 30mg and one dose of perocet. There were no reported adverse pt effects. The pump was removed from clinical service and pca hydromorphone therapy resumed using a replacement pump. Though requested, no additional info was provided.